Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 and echo was done that showed the lvad's inflow cannula had possible thrombus seen in the lv apex, seen in psax (parasternal short-axis) views. There was no change in the patient's anticoagulation regimen. Warfarin was administered, inr target is 2.0-2.5. No aspirin given. There was no alarm for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a possible thrombus in the inflow cannula could not be confirmed as there was no product or diagnostic imaging available for investigation. A direct correlation with heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped via customer order. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. This section (under ¿implant procedures¿) additionally warns to "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.